Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime; insulin had squirted from the tubing. The patient's blood glucose at the time of incident is unknown. There was a crack on the battery compartment and no other damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with a motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self -test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip.